Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source the front panel had a lighting failure, the lamp is blinking and the socket has already been replaced. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6,. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation no root cause could be identified and it is unknown whether the main lamp was replaced, and there is no subsequent information available. However, it is presumed that the main lamp blinks and an abnormality occurs in the lighting of the front panel due to the life of the lamp or its failure. Olympus will continue to monitor field performance for this device.